Manufacturer narrative:
(B)(4). Insulin pump p cap reservoir locked properly in place. Insulin pump received with cracked keypad overlay. Insulin pump passed self test and displacement test. No pump error alarms noted during testing however, the formatted history file confirmed pump error alarms due to a software error.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. The customer was able to clear the alarm and able to rewound the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis